Event description:
About one month after application of a fixator to treat a humerus fracture, two cortical bone screws broke on pt. The screws breakage caused a slight loss of fracture reduction, which required a second surgery during which the broken screws were replaced with new ones. Pt is expected to heal as desired. In this incident, two screws of different model and lot numbers broke.